Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient (pt) had their trial lead implanted )(B)(6) 2024 and it was explanted (B)(6) 2024.  By (B)(6) 2024, an epidural abscess had developed.  The pt was given antibiotics.  The trial leads had been discarded.  On the date of the lead explant / lead pull the pt did not report any problem.  The issue was ongoing at the time of the report.  No device issue was reported.

Event description:
Additional information was received from the manufacturing representative. Rep stated dr. Powell told them on tuesday, august 20, that a neurosurgeon at hca/orange (B)(6) took the patient to surgery to ¿clean out¿ the abscess a few weeks ago. Rep have not been given any updates. The patient weighs approximately 140 pounds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.